Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's implant explantation was rescheduled for (B)(6) 2019. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 325cc mentor memorygel breast implants, experienced bilateral rupture post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.